Manufacturer narrative:
(B)(4). Insulin pump passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was received with unable to download carelink pro. Unable to determine the root cause, problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the invalid data was input. Customer stated that the data was discarded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.